Event description:
During procedure, an increase in capture threshold, oversensing, and decrease sensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve event. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.